Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Family member of customer reported via phone call that customer was experiencing high blood glucose level. The blood glucose level of customer was 500mg/dl. Current blood glucose level of customer was 120mg/dl. It was unknown that whether the auto mode feature was active at the time of incident. Insulin pump had blank display. Troubleshooting was performed and display was returned after restart. The insulin pump will not be returned for analysis.